Event description:
The event is reported as: the customer alleges that the unit will not power on. The reported issue was detected during functional testing.

Manufacturer narrative:
The device was received by the manufacturer, but the investigation is incomplete at the time of this report.